Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a tavr procedure for a 26mm sapien 3 ultra valve, the valve got stuck in the 14fr esheath during insertion. The valve strut got bent and perforated the semi expandable part of the esheath. The entire system was taken out and a new system was prepared along with new 16fr esheath. There was no patient injury.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a tavr procedure for a 26mm sapien 3 ultra valve, the valve got stuck in the 14fr esheath during insertion. The valve strut got bent and perforated the semi expandable part of the esheath. The entire system was taken out and a new system was prepared along with new 16fr esheath. There was no patient injury.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done, and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was unable to be confirmed as the valve or relevant imagery was not returned for evaluation. A review of DHR and lot history did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, 'during insertion, the valve got stuck in the 14fr esheath. Upon insertion, the valve strut got bent and perforated the semi expandable part of the esheath. The entire system was taken out and a new system was prepared along with new 16fr esheath'. Per procedure training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification.' Per the case note patient had undersized vessel (4.5mm), mild tortuosity, and heavy calcification. In this case presence of tortuosity, calcification, and undersized access vessel could have created the challenging pathway during the delivery system (with crimped valve) insertion through sheath, and it led to higher push force. It is possible that the valve struts caught on the sheath liner while navigating through the sheath. In such condition, attempts to further advance the device through the sheath can cause damage to the valve. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. As such, available information suggests patient factors (calcification, tortuosity, undersized vessel) and procedural factors (high push force, excessive device manipulation) factors may have contributed to the reported event. A product rist assessment was previously initiated to investigate and assess the risks associated with frame damage during use. A CAPA was previously initiated to capture further investigation and any possible corrective/preventative action activities associated with insertion of commander delivery system with s3u through the esheath resulting in frame damaged. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No further actions are required at this time.